Event description:
The pt was set up on the type-s board. The pt arched their back while laying on board and the board tilted and slid off the table. The pt and the type-s board slid headfirst off of the treatment table. According to the therapist, the pt did not have any visible injuries and refused any medical treatment.